Event description:
A surgeon reported the axial length measure value differed from the calculation value. The system was reported to have used the calculated value instead of the measured value as preferred by the user. When the measure value was later checked by a service engineer, an error was received. No pt harm/injury was reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).